Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("procedure to remove the essure") in a (B)(6) female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 1 year 2 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device expulsion ('expulsion') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infect."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs."), furuncle ("boils on the back of head"), abscess ("abscess") and infection ("infection nos"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (underwent tubal ligation on (B)(6) 2016, oophorectomy and underwent tubal ligation on (B)(6) 2016, oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, cystitis, gastrointestinal disorder, abscess and infection outcome was unknown and the fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and furuncle had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, back pain, cystitis, device expulsion, fallopian tube perforation, fatigue, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for breakage/expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. New event added: abscess. Hospitalization was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device expulsion ('expulsion') in a 26-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nickel sensitivity, multigravida, parity 5 and cesarean section. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infect."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs."), furuncle ("boils on the back of head"), abscess ("abscess") and infection ("infection nos"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, cystitis, gastrointestinal disorder, abscess and infection outcome was unknown and the fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and furuncle had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, back pain, cystitis, device expulsion, fallopian tube perforation, fatigue, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for breakage/expulsion insertion details trailing coils: left: 3 right: 0. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: a) right fallopian tube, tubal ligation. No histologic abnormality. B) left fallopian tube, tubal ligation. No histologic abnormality. Ultrasound scan vagina - on (B)(6) 2016: singleton iup. 20 weeks and 6 days by this ultrasound. (Edd=(B)(6) 2016). 20 weeks and 4 days by dates. (Edd=(B)(6) 2016). Vertex presentation, anterior placenta, no placenta previa, normal anatomy survey, regular fetal heart rate of 142 bpm. Lot number: c51081, manufacturing date: 2014-04, expiration date: 2017-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation') and device expulsion ('expulsion') in a 26-year-old female patient who had essure (batch no. C51081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nickel sensitivity, multigravida, parity 5 and cesarean section. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infect."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs."), furuncle ("boils on the back of head"), abscess ("abscess") and infection ("infection nos"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (oophorectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, cystitis, gastrointestinal disorder, abscess and infection outcome was unknown and the fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and furuncle had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 5. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, abscess, allergy to metals, alopecia, back pain, cystitis, device expulsion, fallopian tube perforation, fatigue, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for breakage/expulsion insertion details trailing coils: left: 3, right: 0. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: a) right fallopian tube, tubal ligation. No histologic abnormality. B) left fallopian tube, tubal ligation. No histologic abnormality. Ultrasound scan vagina - on (B)(6) 2016: singleton iup. 20 weeks and 6 days by this ultrasound. (Edd=(B)(6) ). 2016) 20 weeks and 4 days by dates. (Edd=(B)(6) 2016). Vertex presentation. Anterior placenta. No placenta previa. Normal anatomy survey. Regular fetal heart rate of 142 bpm. Most recent follow-up information incorporated above includes: on 6-aug-2020: mr received - lot number were added. New reporter, lab data, medical history and insertion details were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("procedure to remove the essure") in a 26-year-old female patient who had essure inserted. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc(product technical complaint) incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation'), device expulsion ('expulsion'), pregnancy with contraceptive device ('pregnancy') and genital haemorrhage ('gen. Abnorm. Bleed') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), vaginal discharge ("vag. Discharge"), cystitis ("bladder infect."), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental probs."), migraine ("migraine"), headache ("headaches"), nausea ("nausea"), gastrointestinal disorder ("gi conditions"), visual impairment ("vision probs.") And furuncle ("boils on the back of head"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (tubal ligation and underwent tubal ligation on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device expulsion, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, back pain, allergy to metals, urinary tract infection, vaginal discharge, cystitis and gastrointestinal disorder outcome was unknown and the fatigue, alopecia, tooth disorder, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased and furuncle had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, cystitis, device expulsion, fallopian tube perforation, fatigue, furuncle, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, pregnancy with contraceptive device, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for breakage/expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Reporter information, medical history added. Events: pelvic/abdominal pain, back pain, gen. Abnorm. Bleed, nickel allergy, expulsion, pregnancy, device ineffective, perforation, uti, vag. Discharge, bladder infect., fatigue, hair loss, dental probs., hormonal changes, migraine, headaches, nausea, gi conditions, vision probs., weight gain, boils on the back of head, did not undergo essure confirmation test added. Event procedure to remove the essure was updated to fallopian tube perforation. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.